Event description:
It was reported that during a cryo ablation procedure, when setting up, a blue fragment-like foreign material was observed on the saline solution after air aspiration of the balloon catheter. The physician opted to not replace the product, and continue with the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, with lot number 62407, were returned and analyzed. The data files showed at least nine applications were performed with the catheter on the date of the event with no issue. After visual inspection of the package, foreign objects were confirmed in the package. Visual inspection of the catheter showed the device was intact with no apparent issues. Verification of the smart chip indicated the catheter was used for nine applications and the catheter passed the performance test and electrical integrity per specification. Also, the impedance was within specification and inflations were sustained for more than two minutes. In conclusion, the reported issue was not confirmed through data analysis but was confirmed through testing and through failure material analysis report. If information is provided in the future, a supplemental report will be issued.